Event description:
It was reported to boston scientific corporation that a y-mesh was used during an sacrocolpopexy procedure performed on (B)(6) 2014. According to the complainant, during the procedure when the physician pulled the sacro flap during the procedure, it split in the middle of the flap, right above the juncture. Physician used a zig zag suture pattern to strengthen the mesh where the tear occurred. No extra parts of the device were left inside the patient. They completed the case using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient over 18.